Event description:
Reporter alleged the customer obtained the results of 354 mg/dl, 88 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the results of 354 mg/dl, 88 mg/dl and 384 mg/dl back to back within 10 minutes on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.